Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had just finished the load process when a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose (bg) was reported to be 207mg/dl. The customer took a correction bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, the customer reported to have experience a high bg level earlier. The customer's blood glucose level was impacted, however the exact value was not provided. It was indicated that the customer decline to troubleshoot or discuss the elevated bg level and stated to "know what to do."